Event description:
It was reported that before use , the cardiosave intra-aortic balloon pump (iabp) power cord can only be pulled out of the trolley about 50cm, and the plug cannot be plugged. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A getinge field service engineer (fse) during an on site inspection stated that, the outer shell is opened for inspection and found that the power cord is detached from the wire reel. The power cord was rewound and the test function is normal. The various indicators of the equipment meet the factory requirements and can be used clinically.